Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested looking at the leds on the graphic user interface (gui) and breath delivery unit (bdu) cpu boards for error codes. The customer reported to have followed the tse recommendations and reported he will replace the power supply and possibly the bdu cpu. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).